Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 425cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient¿s left breast was observed to be smaller than the right breast during an in-office visit with a medical professional. As a result, the patient will undergo removal and replacement with mentor saline breast implants on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor was provided with an updated explantation date of (B)(6) 2022. The appropriate field has been updated. Manufacturer¿s reference number: (B)(4).